Event description:
It was reported that since a few days the pt no longer reacts to sound or speech. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the healthcare provider (via fax), additional information and the operative report was received. A device history record review is in process. Leaflet disruption due to abundant pannus. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after implant duration of approximately 125.6 months. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to abundant pannus on the leaflet.